Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Troubleshooting determined the pump had likely reset. Reportedly the customer would continue to use the pump for insulin therapy.